Event description:
It was reported that the day after the initial implant of this right atrial (ra) lead, a dislodgement was observed during x-ray examination. The physician opted to reposition the lead. This lead remains in service. No additional adverse patient effects were reported.